Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/69 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event it will be added and a supplemental report will be submitted accordingly. Referenced article: long-term safety and feasibility of left bundle branch pacing in a large single-center study. Circulation: arrhythmia and electrophysiology. 2021;14:e009261. Doi: 10.1161/circep.120.009261. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding left bundle branch pacing. The article reports patients who experienced septal perforations during the implantation procedure. This was detected by changes in the current of injury of left bundle branch potential and related ventricular current of injury, combined with a sudden reduction in pacing impedance. The leads were moved to a different location without adverse sequelae. There were also patients who experienced intravenous puncture-related arterial injuries during the procedure. Post procedure, there were patients who developed or had worsening tricuspid regurgitation, transient or permanent complete atrioventricular block, pocket infection, hematoma, and right bundle branch injury. There were leads which exhibited loss of capture due to lead dislodgement and the leads were revised. The status disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yield any additional information.